Event description:
It was reported that prior to a coronary drug eluting stenting treatment procedure, the packaging seal was found to be broken. While unpacking a taxus express2 2.5x16mm drug eluting stent, the package seal was found to be broken. No pt complications occurred.